Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with multiple insulin pump errors. The blood glucose was 8 mmol/l at the time of the incident. Customer advised to monitor the pump and call back if issue reoccurs. The insulin pump will not be returned for analysis.